Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found one of the knife webs is protruding from the clevis area. The web is not sharp. The customer reported that when they closed the jaws it would work for about 10 seconds and then an error message would pop up (with both generators). The reported condition was confirmed. The investigation found the sample gave a regrasp alarm when activated on simulated tissue. This was due to the knife contacting the back of the seal plate which caused a short between the jaws. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused both of the webs to break and protrude from the sample. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: â¿¢ do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. â¿¢ do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. Manufacturing non-conformance could not be completed since the lot number is unknown.

Event description:
The customer originally reported that the device worked for about 10 seconds and then an error message was provided by the generators in use during the procedure. The surgeon used another type of device to complete the procedure. There was no reported patient injury. The device was returned with non-sharp webbing protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.